Event description:
Loss of integration. It was reported that the implant at tooth site #16 failed to integrate and was removed.

Event description:
Loss of integration. It was reported that the implant at tooth site #16 failed to integrate and was removed.